Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had original surgery on (B)(6) 2016 due to fractured ribs. Reason for the fractured ribs is a result of chronic coughing from chronic obstructive pulmonary disease (copd). Patient recalled that his last surgery was done on (B)(6) 2016 due to a broken plate. During revision, surgeon removed the broken plate and screws from patients 8th rib left side bone position. Patient reported that the surgeon also removed four (4) inches of bone from his 8th rib and re-implanted a longer plate with screws. Post-operative, patient is still in pain. This report addresses patient post-operative pain. Broken plate revision is addressed in (B)(4). This report is for one (1) unknown rib plate. This is report 1 of 2 for (B)(4).